Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2013. The patient was admitted due to having been "confused." The patient had been to the emergency room (ER) a week earlier with the similar issues, and it was found the patient had a urinary tract infection (uti), a respiratory infection and was "very ill." From then the patient had gotten worse on wednesday, better, and then worse again on (B)(6) 2013 when the patient was brought to the ER again. The patient went to a nursing facility on (B)(6) 2013 for further care. It was reported the patient was "jerking" and the reporter was wondering if the device had could have been shut off, as the patient had "many" cat scans, ekgs, and "all this stuff." It was unknown how long the patient would be in the nursing facility. The patient was there in an attempt to get his "meds adjusted right." It was noted the patient wasn't sleeping right, and was having a "terrible time" including hallucinating. It was clarified that the patient had not necessarily had hallucinations the day he was admitted to the hospital, but was just "confused." The reporter was unable to check if the patient's implantable neurostimulator (ins) was on at the time of report due to not having been with the patient. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3389-40, lot# j0542962v, implanted: (B)(6) 2005. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7426, serial# (B)(4), implanted: (B)(6) 2007. Product type: implantable neurostimulator: product ID 3387-40, lot# j0306771v, implanted: (B)(6) 2003. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).